Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an error message. This issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224, faulty cable unit connector, failed water leak test, and cable tiny pin hole. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction found error e224 due to faulty cable unit connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.